Event description:
Caller states that he used the device with a result of 190mg/dl and 50mg/dl 2 minutes apart. No adverse event reported. No treatement rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.